Manufacturer narrative:
(B)(4). This lot was manufactured from november 30, 2010 to december 1, 2010. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a missing ¿blue tip¿ or a missing ¿top tip.¿ there was no patient involvement as this was identified before patient use. No additional information is available. This is report 5 of 9.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.